Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform/battery in complaint was returned to zoll on (B)(4) 2013 for investigation. Investigation results as follows: visual inspection was performed and no damages were observed. A system error was observed at power on of the returned platform. Functional testing could not be performed due to the observed system error. The error was cleared using the apvision3 program and the platform passed final testing. Review of the archive files also indicated that fault 132 (internal watchdog timeout) had occurred. Based on the evaluation results, the customer's reported complaint was confirmed. However, a definitive root cause could not be determined.

Event description:
It was reported that during a morning check, the autopulse platform displayed a system error message. No patient involvement was reported. Manufacturer requested additional information from the customer on (B)(4) 2013; however, no additional information has been obtained.